Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked from an unspecified location. This occurred during infusion of normal saline. The reporter stated that a part of the tubing ¿looked to be loose.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample arrived out of the pouch attached to an empty solution bag. The sample was visually inspected with no obvious defects noted. Functional testing was performed by spiking the set into an in-house solution bag containing distilled water. The sample was then re-primed and checked for leaks; no leaks were found. The sample was then under water leak tested; no leaks were found. Further testing was performed by performing a pull test on all solvent bonds. This identified a failure at the inlet port of the middle y site. Microscopic inspection of the tubing end showed that there was no visible plow ridge or solvent residue on the tubing end. The cause of the condition was not determined. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.